Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device exhibited intermittent interrogation. No further information was received.